Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore the device manufacture date cannot be determined. The suspect device was discarded by the user facility. A device evaluation cannot be performed, and the cause of the reported event is undetermined. The june 2008 15-month jagtome sphincterotome product family trend report, inclusive of all failure modes was reviewed; no unfavorable trend was noted. The hydratome rx sphincterotome is included in the jagtome sphincterotome product family.

Event description:
It was reported to boston scientific corporation on july 01, 2008 that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure the month prior. According to the complainant, when the device was advanced through the endoscope, prior to cannulation, "paint... Or a piece from the tip" was observed to "flake off" into the patient and was not retrieved. The procedure was completed with a second hydratome rx sphincterotome device. No patient complications were reported as a result of this event.